Event description:
A caller reported a high glucose result with the adc meter. The caller reported an unspecified high glucose result and the customer "overdosed" insulin dosage. The customer was dizzy, weak, unresponsive, and had seizure. The caller treated customer with juice and brought customer to hospital. The customer was provided unknown treatment by healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided. The dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is per the caller report of "middle of may". All pertinent information available to abbott diabetes care has been submitted.